Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(4) was used to resuscitate 90 years old female patient in cardiac arrest. Per a reporter, the platform displayed user advisory (ua) 12 (lifeband not present) error message followed by the fault 41 (patient temperature sensor failure) after the platform restart. The user was unable to clear the errors. The crew immediately switched to another autopulse platform to continue compressions. No consequences or impact to the patient.